Event description:
The customer observed that the patient¿s name on the label for the secondary tube was incorrect on the glp aliquot module. The secondary tube contained the correct sid (sid (B)(6)), however, the patient name was incorrect. The name of the patient has 34 characters, first name 28 characters (two labels were made). No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included, no additional patient information was available. During product evaluation, an issue was identified where the label for the secondary tube that was created from the glp aliquot module (am) (list number 06q12-01), serial (B)(4) would incorrectly print the secondary tube labels. Further investigation into the issue found that the issue could be attributed to a character limitation. The aliquot module is limited to print labels for the secondary tubes to 49 characters or less. If there were 50 characters or more, this issue would cause the aliquot module to print the last label that was within the character limit, (which was usually the previous sample tube) onto the next label. This issue has the potential to cause a delay in results due to a delay in sample processing if there was improper configuration of the system (modules or software) by the operator. There have been no reported injuries as a result of this issue. The frequency of the hazard was assessed and determined the overall frequency is low, which has not changed from the predicted frequency as outlined in the risk management file. The cause was determined to be a design gap in the aliquot module software requirements. A future am software update will be released to limit the typing fields to max 50 characters. Additionally, the am manual will be updated to inform the customers of their responsibility for the configuration and content of the label from the lis and that the number of characters is limited. Based on the available information, a deficiency was identified for the glp aliquot module (am) (list number 06q12-01) as it did not perform per the service manual label printer hermes+ (9008980, 04/2015). This report is being filed on an international product, glp aliquot module, list number 06q12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the glp systems track is not yet marketed in the us.